Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between insulin pump and mobile application. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Loss of connection between pump and mobile device (samsung a25, android 14, app version 2.8). "Multiple attempts were made to reproduce the reported event using different setups with cross device services enabled. One of the attempts utilized the minimed mobile app (software version 2.8.0) installed on samsung galaxy s22 (android 14) with a 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event. Another attempt involved the use of the minimed mobile app (software version 2.8.0) installed on a google pixel 7 (android 14) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100% reproducibility rate. This issue is confirmed app performed as expected per specification (ble connect mobile application and pump spid, 10957140doc). App behaves as expected: supervisor timeout cases were considered as connections to be lost after disconnection app performed auto reconnect attempts all lost bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur) the esf number that corresponds to the reported issue is 3728273. The root cause of the issue is related to pump behavior which is recorded under this esf. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.